Event description:
First surgery 2002. Later on pain problems occurred. X-ray showed fracture of implant. Revision planned and done (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not available. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. On the basis of these observations, the femoral component fractured due to high-cycle, low-stress fatigue. There were no inclusions or material defects that contributed to crack initiation or propagation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.